Manufacturer narrative:
Plant investigation: the complaint device was not returned for manufacturer evaluation. A photograph and video were provided. The video clip is two seconds long and shows a dialyzer connected to the machine. There is visible blood flowing into the arterial hansen drain line. In the photograph, the same dialyzer is shown and is still connected to the machine. The blood is still visible within the arterial hansen drain line and the fibers within the dialyzer appear to be tinged with blood. No external leak is identified based on the provided photo and no visible cause of the leak was noted. The potential cause of an internal blood leak to occur include damaged/broken fiber(s) or an incomplete seal in the potting material. The probable causes for damaged/broken fiber(s) or an incomplete seal in the potting material may be manufacturing related, however, without an examination of the sample it is unknown. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The reported event is confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility nurse reported that a dialyzer blood leak occurred immediately after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak that could be visually observed by the facility staff at the header cap of the dialyzer. The facility staff was able to detect the blood leak before the machine, a fresenius 4008s machine, could alarm. Blood leak test strips were not used to test for the presence of blood. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 200 ml. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be unavailable to be returned to the manufacturer for evaluation.